Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using biogx sars-cov-2 osr for bd max system (ref 444213) unknown lot # was performed by verification of complaints history. No lot number and data were provided therefore, the investigation was limited. Customer complained about one discrepant sample with biogx sars-cov-2 osr for bd max system. Despite multiple attempts to request information from the customer, no customer data was received for the investigation. However, no data was provided, bd was thus unable to investigate the customer reported issue. There is no indication of an increase in complaints for discrepant results for biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars-cov-2 a discrepant result for n2 target on one patient sample was obtained. First run showed n2 pos, with n1 being a unr, and the second run resulted in negative for both, n1 and n2. Results were reported. There was no report of patient impact. (B)(4).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a discrepant result for n2 target on one patient sample was obtained. First run showed n2 pos, with n1 being a unr, and the second run resulted in negative for both, n1 and n2. Results were reported. There was no report of patient impact. (B)(4).